Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has passed away. The day the patient died the right ventricular (rv) lead experienced occasional undersensing and double counting during tachycardia episodes. It was noted the tachycardia was wide and irregular.